Manufacturer narrative:
The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation speed is faster than recommended and centrifugation time was shorter than recommended. Upon review of the alarm trace, sample short and abnormal aspiration alarms were present. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. The photometer, adjustments, pump pressures, rinses, and sampling were checked. Precision studies, calibration, and controls were performed. Precision studies passed. Calibration and controls were acceptable.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 8000 c 502 module. The sample initially resulted with a creatinine value of 0.1 mg/dl and this value was reported outside of the laboratory. The patient's health provider questioned the value, so the sample was repeated, resulting with a value of 2.46 mg/dl. The repeat value was believed to be correct and a corrected report was issued. The creatinine reagent lot number was 47756001, with an expiration date of 28-feb-2021.